Event description:
It was reported that during a procedure, the 3.0 x 28 mm xience v stent delivery system (sds) could not cross the lesion. The patient was treated satisfactorily with a 3.0x18 xience v. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the balloon had loose folds and the stent implant was not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and dried contrast in the inflation lumen and in the balloon. This is consistent with preparation and advancement of a guide wire into the lumen. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were bends noted in the distal shaft and proximal hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. It was noted during product analysis that the stent implant was dislodged from the balloon and not returned. The balloon was loosely folded, suggesting the balloon had been inflated and the stent deployed. In this case, since the stent dislodgement was not reported and there was evidence of balloon inflation, it is likely the stent was deployed after the procedure and not a product deficiency. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. In addition, a quality control audit inspection is used to verify the product quality.